Manufacturer narrative:
Product analysis: broken control knob and battery drawer were confirmed. The control knobs, battery drawer and related hardware were replaced. The electrical and mechanical parts were inspected, all found defective parts were replaced, and all other identified issues were resolved. The device was re-calibrated and functionally tested, and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob and battery drawer. The epg was returned for service. There was no patient involvement.